Event description:
Additional information received from the consumer reported they were unable to go to their physician due to covid-19 so they had no answer related to their device depleting to half charge overnight. The consumer stated, ¿I wish I knew what was causing the implant to deplete overnight as the device reduced their tonic-clonic seizures from 30 a month to 1 a year!¿ due to current issues no steps were taken to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for epilepsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were attacked by their neighbor on (B)(6) 2020 and ended up in the hospital on (B)(6) 2020. They have charged their implant while they were in the hospital and stated last night, they charged the implantable neurostimulator (ins) to 100%. This morning, the ins was showing half charge left. They are currently charging and had all 8 coupling boxes. They stated when they charge the ins, they always have 8 coupling boxes. They feel the implantable neurostimulator recharger (insr) is not working because they were pressing the button on the left hand side of the insr to turn on their ins, but because the insr was not working, they had to use the patient programmer (pp). It was reviewed the insr seems to be working as it should be and that the insr power on/off buttons do not turn on or off the ins for deep brain stimulation (dbs). It is connecting to the ins with no reported issues. The only way to manually turn on or off the ins is with the pp. They were redirected to their physician regarding having the ins and leads checked due to the physical trauma.